Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported that the lead dislodgement was non applicable and that the lead was a test lead and they move. The hcp reported that the issue was resolved and that the patient went get the permanent implant.

Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens). The patient reported that they were not able to sleep the night before report because of the stimulation going up and down their buttocks/leg area, it felt like it was jerking. Additional information from the patient's healthcare provider (hcp) received on jan-23-2018 indicated that the cause of the stimulation issue was that the patient had pulled the lead partially out. The patient was switched to the other lead. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.